Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The 3.00 x 20 mm taxus express2 drug eluting stent was being inserted into the guide catheter when the shaft broke in half. The break occurred in a portion that had not yet entered the body. The broken shaft and taxus stent were removed from the guide catheter and the procedure was successfully completed with another 3.00 x 20 mm taxus express2 drug eluting stent. No patient complications were reported. The pt status is reported as `satisfactory/good.'